Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event and was treated with an unspecified drug infusion for the peritonitis. At the time of this report, the patient remained hospitalized, was not recovered from the event. And pd therapy was withdrawn. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.